Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call to have dropped insulin pump on counter and insulin pump had an off no power even after changing batteries. Customer's blood glucose was 72 mg/dl. Customer changed batteries again and received a low battery warning right after display showed full battery. Customer was not able to perform self-test due to no power and low battery. Customer was able to clean battery compartment and then received a failed battery test. Customer was advised that battery cap would be replaced.